Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and their friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they stopped feeling stimulation and it hadn't been working since saturday. The caller was walked through changing programs on the call, they went through programs 1-5 and stopped on 5. They stated they felt program 5 in the rectum and would leave it there to see if it helped symptoms. No further complications were reported or anticipated.